Manufacturer narrative:
Evaluation summary: one used device was received for evaluation. The visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. No failure mode was identified. The investigation could not determine the root cause of the event. The reported condition was not confirmed. No corrective action is required. Trending is performed per local procedure. For generator: a review of the device history records for the provided lot / serial number was completed and no entries pertinent to the reported event were noted and this lot was released meeting all specifications as manufactured. For the other device: a review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. No service history records found for this serial number. The appropriate upgrades were implemented. The returned product was calibrated and testing found the generator functions normally. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the 1st ablation delivery on a patient's barrett's esophagus, the generator started cycling on startup program and could not be calibrated or re-set. There was no flame or fire present, no intervention required, and it did not lead to an extended hospitalization. The patient was under anesthesia, and the patient would need to be rebooked for completion of the treatment. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the 1st ablation delivery on a patient's barrett's esophagus, the generator started cycling on startup program and could not be calibrated or reset. There was no flame or fire present, no intervention required, and it did not lead to an extended hospitalization. The patient was under anesthesia and a repeat procedure was needed for completion of the treatment. There was no patient injury.